Event description:
It was reported that on (B)(6) 2008, the patient underwent a xience v 2.5 x 15 mm stenting procedure in the second proximal obtuse marginal artery (2nd om) and direct stenting in the proximal right coronary artery (prca). On (B)(6) 2011, the patient presented to the emergency room with chest pain, palpitations and shortness of breath. The patient was treated with oxygen, nitropaste and lovenox. On (B)(6) 2011, the patient was hospitalized. Left heart catheterization revealed a patent stent with 50% in-stent restenosis in the 2nd om, patent prca stent and a mid left circumflex 70% stenosis. On (B)(6) 2011, the patient underwent a percutaneous coronary revascularization with a xience v stent in the non-target vessel. The in-stent restenosis in the index lesion was not treated. The patient was to continue his plavix, aspirin, statin and betablocker. The patient was discharged from the hospital on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: xience 2.5 x 15 mm. Other: aspirin, clopidogrel. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, restenosis, arrhythmias and dyspnea, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.